Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer changed reservoir and received a large air bubble. Customer did not clear air bubble and experienced high blood glucose. Customer changed reservoir and turned vial over and states that it did not look right. Customer declined transfer to helpline.